Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements. A review of system log files found that there was ethercat post error. Upon functional testing fse found that the amc triple servo drive in frontal stand was defective. Fse replaced the amc triple servo drive and performed calibration. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system c-arm and table could not be moved. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the amc triple servo drive. The device was returned to expected functionality.